Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the lab for atrial flutter ablation. During the procedure, externalized conductors were observed on the right ventricular lead. The superior vena cava coil was turned off. The procedure was completed successfully. The patient was in a stable condition.